Event description:
A peritoneal dialysis (pd) pt reported that he had to visit the emergency room and was diagnosed with pneumonia. He was treated with unknown antibiotics. He had no further complications. No further info is available.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.